Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the extension leg was confirmed, but the exact cause of the damage was unknown. One 5fr t/l powerpicc solo was returned for investigation. The catheter exhibited evidence of use. The t/l tubing extended 43.3cm from the distal end of the trifurcation. Blood residue was observed in the catheter. The printing on the extension legs was partially worn. Tape residue remained attached to the extension legs. There was a break in the extension leg and the white connector was not returned for investigation. The fractured end of the extension leg was microscopically examined and the cross section was noted to be uneven and jagged. Beach marks were observed on a portion of the cross section. The characteristics observed on the extension leg indicate that the tubing tore and the evidence of use indicates that the damage most likely occurred during use. It was reported that the catheter was in place for 9 days and the patient was pulling on another catheter. The break in the extension leg could be attributable to pulling, twisting, and manipulating the luer adaptor. No damage associated with the manufacturing process was observed on the returned sample. A review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot.

Event description:
It was reported by the facility, via the sales rep, that patient had broken off a lumen of his triple lumen PICC line. Per the nightshift rn the line had been left in place per the instructions of the night house supervisor. They assessed the line and found the line open to air. They called the IV resource team to verify that the line should be removed. Per the IV resource nurse, the line should be removed stat. The line was removed per hospital protocol and saved to be sent back to the manufacturer. They called the physician and informed him of the situation. They received an order that the IV may be left out at this time and the foley catheter may be removed as patient is frequently pulling on foley. They called ir to verify if patient needed to be scanned for possible air embolism. Per the physician, the diameter of the PICC line is not sufficient to cause an air embolism and since the patient is asymptomatic no radiologic study is necessary. The foley catheter was pulled at this time. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebn2005 showed no other similar product complaint(s) from this lot number. Device not returned, at this time.

Event description:
It was reported by the facility, via the sales rep, that patient had broken off a lumen of his triple lumen PICC line. Per the nightshift rn the line had been left in place per the instructions of the night house supervisor. They assessed the line and found the line open to air. They called the IV resource team to verify that the line should be removed. Per the IV resource nurse, the line should be removed stat. The line was removed per hospital protocol and saved to be sent back to the manufacturer. They called the physician and informed him of the situation. They received an order that the IV may be left out at this time and the foley catheter may be removed as patient is frequently pulling on foley. They called ir to verify if patient needed to be scanned for possible air embolism. Per the physician, the diameter of the PICC line is not sufficient to cause an air embolism and since the patient is asymptomatic no radiologic study in necessary. The foley catheter was pulled at this time. No patient injury was reported.